Event description:
It was reported patient received 24 shocks due to noise and high impedance. A pace/sense was implanted to replace the pace/sense portion of high voltage lead. No patient complications reported as result of this event. Attorney later reported patient "suffered physical and other injury as a result of the recalled lead" and "experienced inappropriate and/or excessive shocking, fracture or other injury requiring medical intervention including but not limited to surgery, removal and/or replacement of the defective sprint fidelis lead" and patient "sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages. (Patient) died as a direct and proximate result of defects" in sprint fidelis lead. Alleges patient "suffered bodily injury and resulting pain and suffering, disability, disfigurement, mental anguish, loss of capacity of the enjoyment of life, shortened life expectancy."

Manufacturer narrative:
This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Our records indicate the patient expired more than one year ago. We have no information from a health care professional to suggest the death was device related. It is not known if the device was explanted post-mortem. The cause of death has been researched but has not been received. Later review of manufacturer's database revealed the patient had died on (B)(6)2009. There is no allegation from a health care professional that the death was device related. The cause of death has been researched and not received.